Manufacturer narrative:
(B)(4). Batch # m55u8c. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the procedure was converted to open in order to use the contour device. What were the indications for surgery? It was a lap sigmoid colectomy. What was healthcare professional¿s experience with firing the device? Professional has fired this device many times. Was the device difficult to close? No device was not difficult to close. Was the device difficult to fire? No device was not difficult to fire. Did the surgeon wait 15 seconds and then retighten before firing? The surgeon waited 30 seconds. Were the donuts inspected? If so, please describe. Yes they were inspected and 2 donuts were present. Was the washer inspected? If so, please describe. Where was the leak identified? Multiple leaks around anastomosis, could not identify if they were above or below anastomosis. What were the indications for doing the new anastomosis instead of reinforcing the existing? There were multiple leaks and surgeon felt more comfortable redoing the staple line. What is the current patient status? Patient is believed to be doing fine.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, proper use of device was viewed, anvil was attached to stapler correctly and lowered to the middle of the gap setting, approx. 1.75mm. The surgeon used a gold reload to transect the colon to start so decided to choose a similar height. After waiting fifteen seconds for compression, maybe even longer, the safety was removed and the assisting surgeon fired the stapler. The audible and tactile feedback was heard/felt. Opening the stapler three fourths of a turn the stapler was removed with no problems. While performing the leak test there seemed to be a leak. They opened and used a contour stapler with blue load to make the new transection. Sales rep then inspected the old staple line on the removed tissue and saw no indication of misformed staples. The surgeon then had another doctor use another like device to form the anastomosis. This time he took the stapler down to a 1.0mm closed staple height since the rectum seemed very thin. This time the stapler passed the leak test. There were no patient consequences reported.